Manufacturer narrative:
Low blood glucose level: (B)(4).

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the wake button became unresponsive. The pump turned on when plugged into a power source and the customer was able to access the pump features. The reported issue did not impact the customer's blood glucose level; however, experienced a low blood glucose (bg) level of 38 mg/dl earlier in the morning and it was addressed with glucose. It was noted that the paramedics were contacted, the paramedics gave the glucose tablet, and that the bg level stabilized. A system check with tandem's technical support indicated that the pump, cartridge, and infusion set functioned as expected. The customer indicated that they would contact their healthcare provider to see if settings need to be adjusted. Reportedly, the customer would continue to use the pump until replacement pump is received.